Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the device exhibits significant damage in the form of nicks, gouges, scratches, and impaction witness marks adjacent to the fracture site. The device has a potential field age of approximately 17 months and has been used an unknown number of times during that period. Based on the available information and a visual inspection of the device, it is likely that the fracture was caused by impaction. Without further information about the usage history of the device, however, a definitive cause cannot be determined. Evaluation: dimensional readings are conforming to print specifications.

Event description:
It is reported that the plastic tibial trial broke into two pieces.